Manufacturer narrative:
Device evaluation: returned in liquid in lens case/vial. Visual inspection found haptic broken. Dimensional verification was performed, and the lens was found to be in specifications. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The surgeon did not implant another lens. Cause of the event was unknown.